Event description:
It was reported that the ilet user experienced a bent infusion set cannula that led to an infusion set deployed incorrectly, after which the trainer provided coaching on proper application and additional supplies were used. No reported symptoms, alarms, or alerts. Outcomes included a goodwill replacement order shipped overnight to address low supplies. Investigation included review of the reported deployment issue and coaching intervention. Investigation of this case revealed improper insertion technique associated with the infusion set, consistent with a bent cannula leading to incomplete or incorrect infusion. It was concluded, based on previously established findings for similar reports, that the cause was user technique.